Manufacturer narrative:
The report of a leak at the connection site during syringe infusion was confirmed. Visual inspection of the set noted no damage or irregularities. Functional testing confirmed leaking coming from the connection site of the texium syringe to the female luer of the tubing. The cause of the failure has been determined to be the formation of a leak path within the texium valve, resulting from a combination of factors which includes the overall material composition, the design of the over-mold, and the mode by which the valve piston collapses.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that mycophenolate in d5w was infusing through a texium tubing which was attached to a syringe. The nurse noticed it was wet and sticky at the connection site with no puddles or wet spots. A flush was run at the same rate and there was no sign of leaking. It was uncertain if the leak was coming from the syringe, tubing, connection or the equipment. There was no report of patient harm.